Manufacturer narrative:
Insulin pump alarmed no motor movement during the rewind. Per visual inspection found traces of corrosion on the home motor switch. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion tests due to no motor movement. Motor was tested outside the unit, and it failed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that they were able to clear the alarm and able to rewind the pump. Customer also states that pump alarming pump error when he tried to rewind over and over. The insulin pump will be returned for analysis.